Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. We did receive performance data collected from the device and have analyzed the data. Battery depletion was indicated as elective replacement indicator (eri) due to high battery impedance logged on (B)(6) 2011, prior to explant. Ramware version 8 installed approximately the week of (B)(6) 2010. Additionally, high battery impedance lead to eri.

Event description:
It was reported that the device reached the elective replacement indicator prematurely due to high battery impedance and the patient was feeling "poorly". The device was reprogrammed until the device was explanted and replaced. No further patient complications were reported as a result of this event.